Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The reaction consisted of blisters, dry skin and scarring at the sensor patch adhesive on the abdomen. Prior to sensor insertion barrier product (cavilon) was applied. After the event the patient self-treated the area with over the counter topical cream (e45 and sudocrem) which helped to minimize the reaction. There was no documentation of medical intervention. No additional patient or event information is available.